Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1057731, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the package was still sealed but there was a second piece of paper on top of the sealed package. Based off the provided photos the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the packaging process. The packaging operator was supposed to inspect any faulty packaging to identify possible packaging defects. H3 other text : see h.10.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in package was damaged and caused sterility issues. This occurred on 9 occasions. The following information was provided by the initial reporter: the package is open, it is not possible to use it since the product is sterile. ___ (info added on 26.apr.2021): it seems there are two papers, one above other. It that correct? R: that's right, it seems it would form a kind of a patch; is the paper above attached to the paper under? R: no; was the package open indeed? Where? R: yes. In 9 units, in the part the customer has circled in red (pictures attached named by from 4.1 to 4.3), it has a small opening... The paper is pretty easy to pull and open. Is the under paper adhered to the plastic film? R: y or is the under paper loose, exposing the devices? R: no, the under paper is not loose; are there pictures with more details so the issue can be seen? R: pictures provided. Are attached and named by from 4.1 to 4.3, it has a small opening... The paper is pretty easy to pull and open. Regulatory reporting #, if applicable; r: n/a.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in package was damaged and caused sterility issues. This occurred on 9 occasions. The following information was provided by the initial reporter: the package is open, it is not possible to use it since the product is sterile. (Info added on 26.apr.2021): it seems there are two papers, one above other. It that correct? R: that's right, it seems it would form a kind of a patch; is the paper above attached to the paper under? R: no; was the package open indeed? Where? R: yes. In 9 units, in the part the customer has circled in red, it has a small opening... The paper is pretty easy to pull and open. Is the under paper adhered to the plastic film? R: y or is the under paper loose, exposing the devices? R: no, the under paper is not loose; are there pictures with more details so the issue can be seen? R: pictures provided. Are attached and named by from 4.1 to 4.3, it has a small opening... The paper is pretty easy to pull and open. Regulatory reporting #, if applicable; r: n/a.